Manufacturer narrative:
This pump was not repositioned, the hematuria did improve, and the device was not saved post explant.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 35-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient's comorbidities were unknown. The patient's clinical state prior to initiation of support was identified as scai shock stage d. Hematuria was noted during support. The nurse turned the pump to p7, and hematuria began clearing up but remained present. No swan-ganz catheter was in place; the plan was to transduce central venous pressure (cvp) and give volume if needed. The pump was noted to be at 5 cm, and the physician opted not to pull back the device despite recommendation. Other contributing factors included absence of cvp monitoring and a deep pump position. The patient remained on support and survived to explant. Hematuria may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as underlying cardiogenic shock, hemodynamic instability, device position, and volume status.

Manufacturer narrative:
A6 race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.